Manufacturer narrative:
The qc results on the day of event were acceptable. The field service representative found there was foaming in the reagent. He checked and adjusted the paddle, vacuum suction, probes, and mixer. He ran primes and qc that was acceptable. The investigation determined the issue was resolved by the service actions. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs stat result for one patient from the cobas e411 rack analyzer. The initial result was 14.82 pg/ml with a data flag and was reported to the physician. One hour later and new sample was collected and the results were 4.82 pg/ml and 5.7 pg/ml. The original sample was then retested and the result was 4.60 pg/ml. The reagent lot number was 41679701 with an expiration date of 30-nov-2020.